Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdrf071 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (asdrf071) have been reported from the same facility.

Event description:
It was reported "white cap flew off " of the needle. No other information was provided.